Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure with an octaray mapping catheter and excessive charring occurred. It was initially reported by the customer the octaray mapping catheter had char on some electrodes once removed from the body after the procedure. The physician noticed the char at the end and reported it. The case was a paf using thermocool® smart touch® sf bi-directional navigation catheter (stsf) at 50w thorough the case. The char was on octaray mapping catheter electrodes. On 30-apr-2025, additional information was received indicating the octaray mapping catheter was in close proximity to/in contact with the ablation catheter during ablation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed char on some of the electrodes. No other damage or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure with an octaray mapping catheter and excessive charring occurred. It was initially reported by the customer the octaray mapping catheter had char on some electrodes once removed from the body after the procedure. The physician noticed the char at the end and reported it. The case was a paf using thermocool® smart touch® sf bi-directional navigation catheter (stsf) at 50w thorough the case. The char was on octaray mapping catheter electrodes. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 21-mar-2025, additional information was received indicating the char was found on the tip electrode and the physician considered the char to be more excessive than normal. There was no risk to the patient. The catheter was irrigated as recommended and there were no error messages from the systems and there were no issues relating to temperature or flow of the catheter. The patient was anticoagulated. Activated clotting time (act) above 300 maintained, normal physician practice thorough procedure. Hepernized saline was used. Patient has not exhibited neurological symptoms since the procedure. This event was originally considered nonreportable, however, bwi became aware of additional information on 21-mar-2025 and have reassessed the event as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).